Event description:
It was reported to boston scientific corporation that an orise proknife was used in rectum during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2025. During the procedure, the orise proknife could not be pushed out of the catheter. The procedure was completed using a different device from another manufacturer. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; the device was returned without the electrode. Please see block h11 for full investigation details.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code c070603 captures the investigation analysis of electrode detached. Block h11: investigation results: the returned orise proknife was received for analysis. Visual and microscope examination revealed that the catheter was kinked and that the device returned without the electrode. The reported event was confirmed. Based on the available information. The investigation indicates that the findings were most likely related to procedural factors. Including but not limited to the duration of use. Power settings. Handling technique. And/or tissue composition, which may have contributed to electrode damage, subsequent use of the device resulted in electrode detachment. Therefore, based on a review and analysis of all available information, the most probable cause of the event is determined to be adverse event related to procedure.